Manufacturer narrative:
D10 concomitants: (B)(6), 02-010-03-0315 - logic cr femoral cem, right, sz 1.5. (B)(6), 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t. (B)(6), 200-02-29 - three peg patella 29mm. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right knee was revised approximately 8 years post initial surgery. The patient returned to surgeons office with complaints of stiffness, pain, and dissatisfaction with their total knee replacement. The patient has a recalled polyethylene implant. The patient underwent a tibial polyethylene implant swap and a patella implant swap. Patient was last known to be in stable condition following the event.